Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4). Device not returned.

Event description:
It was reported to boston scientific corporation that a jagwire was used during a endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2010. According to the complainant, the physician was using the jagwire in the common bile duct and noticed that the coating started to fray off outside the patient. The procedure was completed with this device with no complications. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Exact age of patient unknown but it is over 18 years old. A visual examination revealed slicing of the ptfe jacket along the entire length of the guidewire beginning at approximately 22 cm from the distal tip. A 49 cm length of exposed core wire was observed approximately 184 cm from the proximal end of the wire. The visual evidence from the incident device suggests that the surface of the guidewire made contact with a sharp tool or object during use, thus compromising the integrity of the ptfe jacket. The condition of the returned incident device was consistent with the complaint that "the black and yellow jacket on the jagwire started to fray off outside the patient". The most probable root cause is caused by other device. A review of the device history record confirms that the device met all manufacturing specifications. A labeling review was performed and the risk of the reported event is noted within the labeling as follows: the dfu, under warning statement states: "do not use with metal-tip catheters. Withdrawing the guide wire through a metal tip catheter may damage surface of guide wire".

Event description:
It was reported to boston scientific corporation that a jagwire was used during a endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2010. According to the complainant, the physician was using the jagwire in the common bile duct and noticed that the coating started to fray off outside the patient. The procedure was completed with this device with no complications. There were no patient complications reported as a result of this event.